Manufacturer narrative:
Correction to h6 due to additional information received. The returned devices were visually inspected for any abnormalities and the following was observed: gouges at the delivery system flex tip. Two (2) struts bent outward at the inflow. All struts exposed through skirt, normal after crimping and use. After expanding the valve: bent struts were corrected, valve frame was distorted, canted, all struts remained exposed through skirt (normal after crimping and use), leaflets were wrinkled and dehydrated likely due to storage condition (prolong crimping) during the return handling process. A device history record (DHR) review was done on work orders that relate to the manufacturing of the devices and components that could potentially contribute to the complaint. All frames met the specification and were accepted. Therefore, review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint reported event. During manufacturing, all sapien 3 ultra valves undergo multiple inspections that are conducted on 100% of the units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Prior to final packaging, all units are 100% visual inspected for the valves are performed at preliminary packaging to ensure there are no damages to the valves from the handling between the holder inspection process. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The patient's 3mensio imagery was provided by the site and revealed the patient's access vessels were tortuous and the patient had an undersized access vessel. The following instructions were reviewed: commander delivery system with s3u thv, us, device preparation manual, procedural training manual, and supplement subclavian and axillary approaches training manual. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'per the field clinical specialist (fcs), during a subclavian tavr procedure for a 26mm sapien 3 ultra valve, the first esheath was inserted without complication. When pushing the crimped valve through the esheath, the valve pierced through the seam and inverted distal valve strut'. Additionally, the patient's access vessel had presence of tortuosity and undersized vessel. The present of tortuosity and undersized vessel can create challenging pathway during delivery system advancement. It is possible that the valve strut caught and torn the sheath during the delivery insertion through the sheath, and the subsequent push force resulted in the bent strut observed. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA to capture the investigation of the difficulties experienced when advancing the commander delivery system with s3u through the esheath resulting in frame damaged. Additionally, a product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. As such, available information suggests that patient factors (tortuosity / undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a subclavian tavr procedure for a 26mm sapien 3 ultra valve, when inserting the crimped valve through the esheath, the valve pierced through the seam and inverted the distal valve strut. It was then decided to attempt again. The wire was exchanged for an amplatz super stiff and a second esheath was inserted. The system was replaced and delivered without complication. Post sheath removal the angio showed stenosis at the arteriotomy which needed to be patched.